Event description:
Customer's daughter reported customer's "sugar got so low that the ambulance had to come. When they came, they took his sugar and it read 62 (mg/dl), when his meter was reading 142 (mg/dl). Customer's brother attempted to give him orange juice, but was unsuccessful because he was "unconscious". Paramedics transported him to hospital. No information was provided regarding what treatment was rendered at the hospital.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed through the adc fa16may2006 letter.